Event description:
It was reported that the patient's artificial urinary sphincter (aus) device stopped working approximately 2 to 3 years ago after a cystoscope was pushed through the urethra in the emergency room. As a result, the patient experienced recurring incontinence. A revision surgery was performed at which time the cuff and pump were explanted, and the balloon was drained and retained in the body. A new aus device system was implanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The exact event date was not available, therefore the date (B)(6) 2022 was used as an estimate, based on the reported statement: patient's device stopped working as well 2 or 3 years ago.